Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Blood glucose was approximately 80 mg/dl. Customer reverted to a backup method for insulin delivery.